Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D is currently available. Section 1 of the IFU, "introduction", lists potential adverse events including sepsis and death, that may be associated with the use of the heartmate 3 lvas. Several sections of the heartmate 3 IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome, the patient passed away. The cause of expiration was not provided. Sepsis was reported by the customer as not device or therapy related. The outcome was not considered device or therapy related. An autopsy was not performed.